Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported on initial report was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates.

Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/and the patient¿s hospitalization for peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. The patient¿s peritonitis is likely associated with cross contamination of pseudomonas bacteria from concomitant leg wound, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient who was hospitalized on (B)(6) 2018 for peritonitis. Per the nurse, the patient pd effluent grew the organism pseudomonas. It was reported the peritonitis was suspected to be caused by cross contamination from and existing leg wound. Details surrounding the patient¿s hospitalization course, including treatment and patient disposition, are unknown as the hospital discharge summary is not available. However, the nurse reported the patient continued pd therapy while hospitalized. Additional information was requested, but was not provided.